Event description:
Caller states a new employee who was working around cidex* and an endoscope processor had a possible "anaphylactic reaction" to the cidex*. She reports that on 4/23/97 the worker developed a headache and some nausea then ina while later she has tightness in her throat with difficulty breathing. "I think her throat closed up". She went to the ER at 2:00 where an IV was inserted and she was agiven IV benadryl and epinephrine. She works around the scope washing area 8-5 normally, so she has been exposed since the am and had wirked in the facility about a month. It is reported that an allergist has "skin tested" her positive as being allergic to gluteraldhyde. The worker has no known sensativities or allergies to materials or drugs, just some "atopic environmental allergies". The caller did not know if she had ever been exposed to the gluteradehyde in the past.